Event description:
It was reported that during an appendectomy procedure, when the device was fired, the cartridge slid out of the distal end of the jaws. The distal end of the staple line the staples were not formed in the b shape. After firing, upon examination of the cartridge it was noticed that the drivers were engaged in the first half, not the second half of the cartridge. The procedure was completed without impact to the patient. On what tissue type was the device used? At what location on the tissue? Appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 2nd. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.